Event description:
It was reported there was noise on the right atrial (ra) lead and ventricular channels and it was suspected there was lead on lead interaction with abrasion/erosion with the leads. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage. The analyst commented that only a short proximal segment was returned.